Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the select button test failed. An internal visual inspection was performed and failed due to an assembly error of a defective select button caused by glue covered on it. Pictures were taken. The receiver log was downloaded and reviewde finding no error related to the compalint. The allegation was confirmed. The probable cause was determiend to be an assembly error. No injury or medical intervention was reported.